Event description:
It was reported that the patient presented to the emergency room (ER) not feeling well. The patient had been sick for a couple of days and their potassium was off so the threshold had risen. The voltage was programmed too low the day before in the clinic. The right ventricular (rv) lead exhibited loss of capture when the patient was in the ER. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).